Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the strips or meter are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt nurse contacted lfs on her behalf alleging that her one touch ultra meter was prompting the error 4 message. The nurse mentioned that the pt has cancer and unstable blood glucose levels. The nurse indicated that the meter prompted the error 4 message on the first attempted use and she had never been able to obtain an actual result. The nurse reported that the pt was tested on another brand meter and result of 3.3 mmol/l, 3.3 mmol/l and 4.0 mmol/l were obtained. She was administered lucozade and 2 glucose tables. She was also fed a sandwich, which made her feel ill. She was then administered "anti-sickness" tablets. A retest yielded a result of 7.0 mmol/l. The nurse placed the pt in her bed and made sure she had drinks and biscuits at her bedside. The nurse reported that nurses monitor the pt daily. The nurse from earlier that morning had not fed the pt her sandwich. The nurse believed that the pt suffered from hypoglycemia due the missed meal. The technical svc rep confirmed that the nurse had been using correct testing technique and the test strips were in good condition. The tsr walked the nurse through a retest and the meter prompted the error 4 message. There is no info to suggest that the pt experienced injury or medical intervention due to the meter. Based on the info supplied by the nurse, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.